Event description:
Two days after airsculpt procedure the patient presented with chest tightness. Extensive pneumomediastinum, extensive subcutaneous emphysema, small right pleural effusion. Two days after an airsculpt procedure pt (patient) developed chest tightness. Exam found crepitus on auscultation of chest. Cta (computed tomography angiography) showed extensive pneumomediastinum, extensive subcutaneous emphysema, small right pleural effusion. She was hospitalized for 2 days on oxygen.